Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time. Corrected information can be found in d10 and h6: health effect - impact code. Updated information can be found in d9.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The event involved 5.5" (14 cm) appx 1.2 ml, smallbore quadfuse ext set w/3 clave¿, 3 check valves, 4 clamps (red, white, green, yellow), luer lock where it was reported product cracked-line leaking. The status of the product at the time of event was during patient use. There was patient involvement, no adverse event and possible delay in therapy due to having to replace line/extensions. Information on specific fluid or medication is not available.